Event description:
Event description boston scientific received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) continued to emit a tone, even after the 'beep' feature was disabled. The boston scientific field representative had been demonstrating device tones for the patient. Boston scientific received subsequent information that this device was explanted. There were no allegations against device function or longevity.